Event description:
Caller states during a correlation study the following results were obtained:coaguchek s system 2/coaguchek xs system: patient 6: 6.1 inr/4.8 inr, patient 7: 6.3 inr/4.7 inr.no action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system 2. Reference medwatch with a1 patient for suspect device in coaguchek xs system.